Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the dilator tip collapsed and the dilator did not enter the patient's body. A new set was used and the procedure was completed successfully.

Manufacturer narrative:
Qn# (B)(4). The customer returned one dilator-sheath assembly for evaluation. The returned dilator was visually examined with and without magnification. Visual examination confirmed that the tip was damaged. Microscopic examination showed that the dilator tip was split in two locations and folded back. There were white regions around the tip where it had split, indicating that it had been exposed to stress. The damage to the tip was consistent with damage resulting from resistance encountered during insertion. The length, outer diameter, and inner diameter of the returned dilator were measured and were found to be within specification. A device history record (DHR) review could not be performed as no lot number was reported. The instructions-for-use (IFU) provided with this kit describes instructions to perform a skin wheal, if necessary, prior to dilator insertion. The customer did not state whether or not a skin wheal was performed. The IFU also cautions to not use excessive force when introducing tissue dilator. The customer reported issue of the dilator tip being deformed during use was confirmed during the sample investigation. The tip of the dilator was found to be damaged in a manner consistent with encountering resistance during insertion. Based on the customer report of the damage occurring use and the condition of the returned sample the probable cause of this issue is operational context.

Event description:
The customer alleges that the dilator tip collapsed and the dilator did not enter the patient's body. A new set was used and the procedure was completed successfully.